Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation one device opened by the account. The circular seal is cut and a piece has been dislodged. Visual and functional testing of the returned product confirmed the product, as received, did not meet quality release specifications. Replication of the reported condition may occur as a result of rough handling or a sharp instrument making contact with the circular seal. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter during a vesicle surgery the trocar valve did not perform as there was pneumo leak. Second trocar as used but it had the same issue. Another trocar was used which worked correctly. There was more than 30 min. Delay, there was no tissue loss or damage. There was no adverse event reported. Present patient status is fine.